Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (2000 mcg/ml at 440 mcg/day) via an implantable infusion pump. It was reported that the patient experienced withdrawal symptoms. The pump was read at the emergency room and multiple motor stalls and recoveries were confirmed. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump was replaced on (B)(6) 2019; the patient was alive with no injury and the issue was reported as resolved. It was noted that the device would be returned for analysis. No further complications have been reported as a result of this event.

Manufacturer narrative:
The pump was returned and analysis identified electrochemical migration across the electrical feed-through insulator. If information is provided in the future, a supplemental report will be issued.